Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Additional information: the device was manufactured december 2, 2014 ¿december 3, 2014. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor underinfused. The reporter stated that there was fluid left inside the balloon at the end of the expected therapy time. There was no patient injury or medical intervention associated with this event. No additional information is available.